Event description:
It was reported that the patient underwent an anterior repair in 2005. About three and half months later, the patient presented with a small mesh exposure on the anterior wall at the midline. Two days later, the physician excised the central portion of the mesh, and undermined the edges of the vaginal epithelial defect and reclosed it in operating room.